Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the 8mm tenaculum forceps instrument was grasping uterin fibroid, it stopped grasping and wire on jaw was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were issues related to the opening/closing, left/right (yaw) motion and the up/down (pitch) motion of the grips. During the surgery when the issues related to motion of the instrument occurred, it was noted that the cables were damaged and snapped. There is no material missing or detached from the instrument. There are no reports of any fragments falling inside the patient. A backup instrument was used to complete the procedure.